Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned several years ago due to an unknown product performance issue. This rv lead was recently explanted. No additional adverse patient effects were reported.